Event description:
The energy device, with the reference number tb-0009of, kept giving an error message. The surgeon attempted different techniques to resolve the issue. It still would not work.

Event description:
The energy device, with the reference number tb-0009of, kept giving an error message. The surgeon attempted different techniques to resolve the issue. It still would not work.

Event description:
The energy device, with the reference number (B)(4), kept giving an error message. The surgeon attempted different techniques to resolve the issue. It still would not work.